Event description:
Customer's father reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Caller stated that the blood glucose level would not go down with insulin delivery. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip and manual injections. The current blood glucose reading is 201 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.